Manufacturer narrative:
Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon occurred due to a failure of the patient board set. In addition, the cause of the failure may have been the effect prior to a change in the operational amplifier circuit design of the patient board set or a connection failure with the video connector that prevented the image from being displayed. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty patient board set. In addition, a worn-out video connector pins causing poor connecting with pigtails were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center paddle adapter for the 180 series scope is not working. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.